Manufacturer narrative:
The field service engineer found the ultrasonic unit damaged. He replaced the ultrasonic unit and dilution nozzle, performed cleaning and adjustments. The calibration and qc were acceptable. The last calibration was performed on (B)(6) 2021, it was not acceptable and had several alarms. The qc recovery was on the higher side and had an outlier but did not fail. The alarm trace was requested but not provided. The investigation determined the service actions resolved the issue. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient with the cobas 8000 cobas ise module. The initial result was 129 mmol/l. This result was reported outside the laboratory. The repeated result was 136 mmol/l. The reporter had repeated testing due to qc being out of range so they repeated all patients ran before the qc failure. The electrode lot number was f67 with an expiration date of 12-jun-2021.